Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values in the 20s mg/dl were entered into the pump by the user on (B)(6)2018 and on (B)(6)2018. Immediately following, user requested boluses for bg values in the 200s mg/dl. The user likely entered the low bg values in error. User made bolus requests without entering current bg and while still having insulin on board (iob). On (B)(6)2018 and on (B)(6)2018, user completed the ¿fill tubing¿ step of the cartridge change process twice in a row, priming a total of 32 units and 42 units of insulin through the tubing respectively. User made frequent adjustments to personal profile settings, with total daily basal insulin ranging from 22.8-34.4 units, and occasionally set temporary basal rates ranging from 0-50% of basal insulin. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was admitted to the hospital for a low blood glucose (bg) level; a specific bg value was not provided. Reportedly, the customer believed bg levels naturally ran low. The customer was treated with glucose tablets and juice which resolved the issue and was subsequently released with no permanent damage. The customer was unable to recall any further details of hospitalization.